Event description:
Patient attended first scheduled transitional care unit dialysis treatment using a nxstage machine. Pre vital signs bp-121/81, pulse-73, resp-18, temp-97.7. At approx 1355 dialysis was initiated with a use of car-170 cartridge as prescribed. Within approx 3 minutes, patient complained of itching, treatment stopped, diphenhydramine 50 mg oral given per physician orders. Patient then complained of "bumps in her mouth", 911 called. Patient then noted to have face swelling, oxygen administered. Ems(emergency medical services) arrived and patient was administered epinephrine by ems. Patient transported to hospital via ems alert and oriented. Patient later released from the hospital. Returned to clinic and started at the in- center dialysis on (B)(6) 2023 and was treated on a f180nre dialyzer without incident. Car-170 cartridge discontinued. Car-170 cartridge marked as an allergy.